Event description:
A malfunction alarm was reported, identified as malf 24, and it was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer planned to use mdi as backup therapy to ensure continued insulin delivery while a new replacement pump was sent by technical support. Storage mode instructions were provided, and the customer was advised to store the pump and return it to tandem using a pre-paid label via ups within 10 days.